Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 0281741. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported when using the bd precisionglide¿ needle the needle was clogged/blocked. This event affected 300 devices. The following information was provided by the initial reporter. The customer stated: "the 30g needle was blocked and could not inject."

Event description:
It was reported when using the bd precisionglide¿ needle the needle was clogged/blocked. This event affected 300 devices. The following information was provided by the initial reporter. The customer stated: "the 30g needle was blocked and could not inject."

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 0281741. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.